Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found inside the bd ultra-fine¿ ii insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "glass fragments were found inside the syringe during the first use, and the use was discontinued."

Event description:
It was reported that foreign matter was found inside the bd ultra-fine¿ ii insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "glass fragments were found inside the syringe during the first use, and the use was discontinued."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 1/31/2022. H6: investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that they discovered a piece of glass inside the barrel before use. The returned syringe was examined and exhibited a hard piece of plastic in the barrel. Unable to perform DHR check for foreign matter (piece of glass in syringe) due to unknown lot number. Root cause for this defect cannot be determined due to unknown lot number.